Event description:
I use an insulin pump which I have over 10 years with it. It seems that after many years of using it that insulin started leaking from the site that my infusion set is attached to my stomach within 2 days of replacement. It happens quite often and doesn't last the 3 days that the manufacturer advertises that it is supposed to last. I have done some research and found that new insulin pump users are not having this issue but instead the patients that have been on the insulin pump for years. It is causing extremely high blood sugars from product failure which is causing insulin to leak therefore not giving the proper insulin dose. I have images of this issue for over 1 year. I have already reported this issue in the past year to medtronic which they have yet to recall or fix the issue. I have also spoken to others that are using the insulin pump and they too have this issue and only receive replacements but the issue is still there. Some have switched to expensive infusion sets that last 6 days but are having to replace it within 2 to 3 days because it is leaking insulin. I believe many are having the same issue and are not aware of it which is causing dangers high levels of blood sugars. This is my second reporting of this issue and I will be making more complaints every week, which this happens constantly, until something is done.